Manufacturer narrative:
The investigation into the reported thrombus, hemolysis, and low purge flows was completed. The device was not returned for evaluation. Based on the available information and no device return, the root cause of the reported high purge pressure/thrombus is undetermined. The cause for the hemolysis was believed to be most likely related to improper positioning of the device by the user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 61-year-old female patient was implanted with an impella 5.5 for mechanical circulatory support. The site suspected a clot had been ingested during insertion of the device due to a non-pulsatile motor current and abnormal purge flow/pressure. Tissue plasminogen activator (tpa)) was introduced into the purge as a troubleshooting technique. An echo was performed, and the pump was noted to be positioned toward the mitral valve resulting in hemolysis. A possible clot was also visualized near the inflow. The device was subsequently explanted as a result. There were no reports of harm to the patient.